Manufacturer narrative:
The patient was born on an unreported date in 2007. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach was further described as due to a change in the caregiver (no further details were provided). The patient was hospitalized for the event. The treatment for the peritonitis or whether dianeal therapy was ongoing was not reported. At the time of this report, the patient was not recovered from the peritonitis. No additional information is available.

Manufacturer narrative:
On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies and routes not reported). Four days after the onset of the peritonitis, the treatment with the unspecified antibiotics was discontinued. It was reported that the patient did not respond to the treatment for the peritonitis therefore, the patient was indicated to have their peritoneal dialysis catheter removed. On an unreported date, the patient was transferred to hemodialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.